Manufacturer narrative:
Literature article: maksym, j., kaplon-cieslicka, a., scislo, p., huczek, z., marchel, m., piatkowski, r. Et al. (2023). Safety and efficacy of percutaneous atrial appendage closure followed by antiplatelet therapy in a high-risk population: single-center experience with a watchman device. Advances in interventional cardiology/postepy w kardiologii interwencyjnej, 19(3), 262-269. Https://doi.org/10.5114/aic.2023.131480.

Event description:
It was reported via literature that multiple deaths occurred. A multi-year retrospective, single center study was completed to evaluate the safety and efficacy of the left atrial appendage (laa) closure procedure with the first-generation watchman 2.5 closure device and delivery system followed by an antiplatelet regimen in a high-risk population. Procedure summary. Ninety-one (91) consecutive patients underwent laa closure procedures with watchman 2.5 closure devices from march 2015 to september 2019. For all of the laa closure procedures, right femoral vein access was obtained, and a transeptal puncture was performed under transesophageal echocardiographic (tee) guidance. Laa anatomy was assessed through angiography via contrast injection. The closure device was deployed, and release criteria was assessed. After all release criteria was met, implantation was completed, and the procedure concluded. Post procedurally all patients were treated with either dual antiplatelet therapy or single antiplatelet therapy by discretion of the implanting physician. All patients were clinically evaluated three (3) months post index procedure. Patient status. Three (3) patients experienced hemorrhages peri-procedurally. One (1) day post index procedure one (1) patient experienced a closure device embolization resulting in cardiac surgery and death. Three (3) patients experienced cardiac tamponade peri-procedurally two (2) of which required a pericardiocentesis and the third patient had a pericardial drain placed. Mild pericardial effusions occurred in two (2) patients both of whom were treated conservatively. One (1) patient expired one (1) week post index procedure due to septic shock. One (1) month post implant procedure one (1) patient experienced a cerebral vascular accident requiring hospitalization. Device-related thrombi were identified via transesophageal echocardiogram (tee) during follow-up examinations in five (5) patients. Two (2) patients died due to unspecified, non-cardiovascular causes. One (1) patient died as a result of worsening heart failure. No further information on the status of the patients is available.